Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1524604) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon pulled through the vein. Manual pressure was applied for 10 minutes and hemostasis was achieved. The patient was not hospitalized. Procedure type: diagnostic coronary vessel size: 6 mm sheath size: 7f.